Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient was concerned that he was having an allergic reaction to integra that had been implanted end of june . The patient stated that he had a fever and that the area was extremely itchy. The patient was calling to figure out what the product was made from - and stated that he is allergic to anything that comes out of the sea. He was instructed to contact his doctor immediately or go to the ER/urgent care if he felt he was having an allergic reaction. The report has bmwd (bilayer matrix wound dressing) as a concomitant product because it has not been determined which one is the implanted device (idrt or bmwd).

Manufacturer narrative:
Integra has completed their internal investigation on september 9, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device: the failure is unconfirmed as there was no product returned for this complaint. The product was implanted in the patient during surgery and will not be returned for failure analysis. DHR review; no product lot number was provided with this complaint; therefore, DHR review cannot be performed. Complaints history; two queries of the (B)(6) complaints database for the timeframe of 12 months (21jul2015 to 21jul2016) were performed using the individual keywords ¿allerg¿ or ¿infection¿ related to idrt or bmwd. Two additional infection/allergy complaints were found related to idrt (ce marked wound care-wound dressing product family), and one additional infection/allergy complaint was found related to mbwm (from the wound dressing management product family). A lot specific query could not be performed, as there was no lot number reported with this complaint. Conclusion: there is no evidence showing that the manufacturing processes of this product contributed to the allergic reaction observed with the patient. There were no anomalies found during the review of the nc/event/CAPA logs, trend analysis and risk assessment for failure mode related to idrt or bmwd. The root cause is undetermined.